Manufacturer narrative:
This report is being supplemented to provide additional information and a correction based on the legal manufacturer's final investigation. Section b5 was updated with additional information that was received about the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although the damaged power supply and fuses and confirmed, the flooding was unable to be confirmed. The definitive root cause of the damaged power supply and fuses and flooding could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was therapeutic. There was no delay or prolongation of the procedure because the event occurred near the end. The device was checked before the procedure, and everything was okay.

Manufacturer narrative:
The device was returned and an inspection confirmed the customer allegation. The device did not turn on as the power supply and fuses were damaged. There were no visible traces of damage. The power supply with fuses had to be replaced. Additional information has bee requested regarding this event. The investigation is on-going and a supplemental will be submitted upon completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the high flow insufflation unit was flooded due to entry of water inside the main body and was unfunctional. The issue happened towards the end of an unknown procedure. The procedure was completed with the same device. There were no reports of patient harm associated with the event.